Manufacturer narrative:
The attempted lead is expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms during the implant procedure. The impedance issue could not be resolved, so this lead was removed and a competitor's model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. X-ray analysis confirmed no conductor coils were fractured. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.